Manufacturer narrative:
Additional information was received about the patient. There was no incision enlargement. The patient is happy and doing well. The replacement lens diopter was 14.5 diopter. The lens was returned to the manufacturer for evaluation and the lens was received cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a refractive error. It was reported that the surgeon picked the wrong diopter for the patient. Lens was replaced with the same model but a 0.5 diopter higher (14.0) with no incident reported. No further information was provided. Patient had lenses implanted in both eyes with the same reported issue. A second MDR is being filed for the lens implanted in the patient's companion eye.